Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator(epp), detected an error pressing a button, the message instructed the user to release all the buttons. The epg will be returning for service. There was no patient involvement